Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information through a literature search, ann thorac surg, 2011;91:1269:72, that the patient (#1) implanted with this bioprosthetic valve died. Post-implant echocardiography demonstrated a normal-functioning bioprosthesis and ventricle and the patient was discharged to cardiac rehabilitation on postoperative day 12. It was reported that three and a half months post-implant, the patient experienced angina and tachyarrhythmias with significant elevation of serum troponin levels. The patient decompensated, requiring ventilatory and inotropic support. Urgent cardiac catheterization revealed a patent mammary artery graft to the left anterior descending coronary artery; however, there was complete occlusion of the vein grafts, with essentially no additional coronary circulation. The patient was emergently taken to surgery for salvage cardiac revascularization. Intraoperatively, a dense scar was encountered at the aortic root, also involving the vein graft reimplantation sites. The vein grafts were redone; however, the patient arrested in the ICU postoperatively and was unable to be resuscitated. At autopsy, there was an intense fibrosis around the valve and veins, causing external compression of the proximal vein grafts. There was evidence of fibrosis, a foreign body reaction with giant-cell formation, and acute inflammation of the adventitia involving the valve, vein grafts, and the mediastinum.